Manufacturer narrative:
Result: load cell.

Event description:
It was reported by service report that the bed scale is not working properly. It is unk if there was pt involvement or if there are adverse consequences to report.